Event description:
Customer reported with an issue of "not focusing". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue was not confirmed. Device was tested and passed all functional and image checks. Unit was burned in for 3+ hours and no problem was found. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, warning ¿ if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Pg. 29. Based on investigation and evaluation findings, the reported issue was not confirmed , unable to be replicated as no issue was observed during testing. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.